Manufacturer narrative:
E1: reporting institution phone #(B)(6). A philips authorized service personal (asp) reached out the customer and confirmed that the device was replaced to resolve the issue. Analysis was performed and investigation has been completed. The customer replaced the probe. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mp2 indicating the spo2 was displayed as 88%, for which oxygen was administered; however, the patient's oxygen saturation did not increase, and the patient remained asymptomatic. A simple oximeter was used to measure spo2, revealing the patient's saturation was at 96%. It was indicated the spo2 sensor was replaced to resolve the issue with no harm to the patient.